Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that during the implant procedure when this tachy lead was being inserted into the vein on the way to the heart, the lead tip appeared to get stuck in the vein. Moreover, it appeared that the tip of the lead was bent acutely and permanently. Also, the screw mechanism did not deploy. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this tachy lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm damaged electrode end and helix difficulty allegations based on the finding of a bend in the lead in the neck region, at the tip. Furthermore, it was concluded an unintended use error based on the analysis finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that during the implant procedure when this tachy lead was being inserted into the vein on the way to the heart, the lead tip appeared to get stuck in the vein. Moreover, it appeared that the tip of the lead was bent acutely and permanently. Also, the screw mechanism did not deploy. A new lead was implanted. No adverse patient effects were reported.